Event description:
It was reported that during a breast biopsy procedure, the cutter jammed while in sample mode and the system displayed an error code. Cables were adjusted and straightened, but the probe cutter remained jammed. There were no pt consequence.